Manufacturer narrative:
The results, methods and conclusions codes will be included in the final report.

Event description:
It was reported that the patient's ipg became inoperable due to lack of charging. Surgical intervention took place to explant and replace the patient's ipg. Surgery addressed the issue.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.